Event description:
In an article titled "a 10- year experience of infection following carotid endarterectomy with patch angioplasty" it states 6 patients who had gore-tex acuseal cardiovascular patches implanted developed infections requiring patch explantation and reconstruction with autologous vein material. These infections resolved.

Manufacturer narrative:
Attempts were made by gore to obtain add'l device and patient info, but these attempts did not lead to any add'l info. Literature citation: stone, p, et al. A 10 year experience of infection following carotid endarterectomy with patch angioplasty, journal of vascular surgery, 2011; 53:1473-7.